Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the stabilizer broke. The product was changed out, it is unknown if there were any affects to the patient or if there was any blood loss. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 17, 2016. (B)(4). The sample was visually inspected upon receipt. It was confirmed that the u-tube broke off the device, with part of the y-over mold included. A retention sample from a terumo product was obtained to replicate the failure mode. The u-tube was then bent horizontally (bringing the feet closer and then further apart) several times. The y-connector on one side eventually cracked and broke; however, the entire half of the u-tube was not able to be completely broken off. As this reported break occurred during use, and not upon receipt, it is likely that the break was due to manipulation of the u-tube. This break was likely caused by excessive bending of the u-tubes. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.